Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported on 09 may 2024 that the infusion set cannula was kinked. Patient was hospitalized with blood glucose level 700 mg/dl. Blood glucose level was treated by intravenous (IV) and fluids of saline and insulin. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.